Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when the pacing wire was inserted into the hole of the implantable cardioverter defibrillator (ICD) and it could be tighten normally. In addition the plug could be tightened normally when inserted into another hole. When the defibrillator wire was finally inserted into the third hole, it was found that it was not tightened when the screwdriver was used to tighten it. The wire could come out when it was pulled. After that the surgeon tried to loosen it with a screwdriver but was unsuccessful. Tightening it was also unsuccessful. It was attempted for about an hour and half and all failed. After consideration a new device was implanted with success and the patient was smoothly off the operating table. The setscrew problem was noted as the washer was faulty and the lead and ICD could not be tightened using a screw driver and in addition the screw driver also slipped thread afterwards. The device was explanted and replaced. No patient complications have been reported as a result of this event.